Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom. It was found that the force required to secure the door was above expected levels, which corresponds with the reported symptom. The door hooks and latch pins were replaced.

Event description:
It was reported that a pump alarmed door not fully latched. It was also reported there was no pt injury.